Event description:
On (B)(6) 2010, therakos received a report for a system occlusion alarm. Customer stated a portion of the catheter was pinched, so they switched the access but system occlusion alarm returned followed by a noise from the centrifuge bowl, a system error, then a blood leak in the centrifuge. Customer estimated 425 ml blood was not returned to the pt. Ctcl pt's vitals were stable: 107/58 and no fluids were given as a result of blood loss.

Manufacturer narrative:
Batch record review of xts kit lot y724 met release requirements. A review of the device history record did not result in any related findings. The centrifuge bowl was returned and analyzed. No mfg defect found. (B)(4).